Manufacturer narrative:
Additional information was received that the patient was experiencing pain at the ipg site due to it being located on the waist line and it would rub against the patients pants. The patient underwent a revision procedure wherein the ipg was moved from the left flank to the left buttock and the two subcutaneous leads were explanted. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo a revision procedure wherein the ipg will be relocated and leads will be explanted.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo a revision procedure wherein the ipg will be relocated and leads will be explanted.